Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that during the procedure, co2 leakage was detected from the upper seal of the 511s trocar (from a tk11m kit). The rep could not detect any misuse. A 10mm curved dissector was inserted into the trocar.